Event description:
A report was received that a patient was experiencing a shocking sensation when the stimulation was on. The bsn representative attempting to reprogram the patient and was not successful. A database analysis of the ipg was performed and there were no abnormalities. Upon follow up, the physician explanted the ipg and replaced it with a new ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing a shocking sensation when the stimulation was on. The bsn representative attempting to reprogram the patient and was not successful. A database analysis of the ipg was performed and there were no abnormalities. Upon follow up, the physician explanted the ipg and replaced it with a new ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of shocking sensation was investigated but not confirmed. The latest stimulation setting was activated using two test leads and its outputs were monitored on a scope. The stimulation on/off was gradual. The amplitude and pulse width of the setting was verified to be correct on all electrodes, indicating that the leads were delivering the stimulation correctly as programmed. Examining data found no anomalies. The device functioned as expected.